Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented for surgery with atraumatic onset of right upper extremity pain radiating to the right shoulder, triceps and hand. She has undergone a regimen of medrol dosepak which was not helpful. She has also tried bedrest, physical therapy, chiropractor, and a decompression chamber for about six weeks, all without much relief. She had a nerve root injection, c7 to the right, which did help for about two weeks. MRI of the cervical spine dated (B)(6) 2003 showed a small disc herniation at c6-7 on the right. Patient underwent posterior microscopic cervical discectomy at c6-7 on right. On (B)(6) 2007, the patient was seen ¿status post micro-cervical discectomy at c6-7 to the right in which she did well afterwards. Six months ago, without any trauma, she had an onset of increased pain with radiation and is not getting better. She has paresthesias on the right side¿. On (B)(6) 2008 patient was seen by physician. Patient complained of ¿right neck pain which is radiating down into the right shoulder blade, right arm, as well as the right hand and the thumb and small finger on the right hand. The patient has been with these symptoms for about six months. She was in a motor vehicle accident in (B)(6) 2006 and stated that did aggravate her symptoms. She describes her pain as a stiffness in the neck that is a constant dull ache. However, when she makes certain movements, she will get sharp pain that shoots down the neck into the shoulder blades as well as into the arm. She states that the fingers, the thumb, and the pinkie finger on the right hand throbbed constantly. The patient states that activity such as pulling, riding, holding a telephone, and things of that nature for a prolonged period of time increased the pain, while ice and stretching do provide some relief. The patient does state that she has some weakness in the right arm, as well as some numbness upon waking in the right arm. The patient states that 1 00% of her pain is appendicular. She rates her pain on a scale of 4/10 today, but she is on pain medications¿. On (B)(6) 2008 patient presented for surgery with ¿right neck pain, which radiates into the right shoulder blade to the right arm down into the hand. The symptoms began greater than six months ago. She was involved in mvc in (B)(6) 2006. Her hands are throbbing constantly. She does complain of weakness in the right upper extremity as well as some numbness. She has failed conservative treatment of medications and percutaneous procedures and also physical therapy¿. The patient was diagnosed with ¿c4-c5, c5-c6, and c6-c7 cervical spondylosis¿. Patient underwent c4-c7 anterior disckectomy, excision of osteophytes and anterior cervical fusion using allograft and atlantis anterior cervical plate instrumentation.: on (B)(6) 2008, the patient returns today for initial postoperative visit. "She is doing very well following her c4 thru 7 acdf. She improves each day. She has decreased her pain medicine to approximately two tablets per day. Her wound is healing well without signs of infection¿. On (B)(6) 2008, patient was seen for follow up. The patient states that she did well for about 2.5 weeks [following steroid injection], but it wore off. Overall, she has had zero relief from the injection. Her neck pain continues to be a constant dull ache to severe pain which radiates into the bilateral shoulder blades. Again, the right is greater than the left. She also notes it radiates down into the right posterior arm all the way down into the hand, as well as her thumb and ring finger on her right hand. She denies any numbness, tingling, or weakness, although she does state she had about one episode where she noted some weakness in her hand. She said it was hard to turn jars or door knobs. She denies any fever or chills. She continues to be limited on her mobility¿. On (B)(6) 2008 patient underwent lumbar MRI. Per medical records, the results were as follows ¿there is no evidence of a focal lumbar disk herniation or nerve root compression, there is also no central canal or foraminal stenosis at any level. The conus of the spinal coro is low-lying terminating at approximately l3-4 level in addition, the filum terminale is slightly thickened and may be tethered to the posterior aspect of the thecal sac at the s3 level of the sacral canal tethering however is not definitive. There is no intraspinal mass lesion. At the c2-3 level there is a mild generalized disk bulge. There is also mild disk narrowing and desiccation. There is no spondylolisthesis. However, there is suggestion of a possible bilateral pars defect at the l5 level if cunically indicated, this could be further assessed with obuque x-rays of the lumbar spine or CT scan of the lower lumbar spine¿. On (B)(6) 2008, patient underwent lumbar MRI. Per medical records, the results were as follows ¿low lying conus, which appears to be tethered to a fibrous structure in the neural arch defect at l5 and s1. Bilateral par defects at l5, but no spondylolisthesis in the supine position. Small disc protrusion at l2-l3, but no evidence of neural¿. On (B)(6) 2009 the patient presented with ¿right-sided neck pain with radiation into her right upper extremity. The symptoms began after she turned her head and felt a pop. She currently describes right aided neck pain with radiation into her right anterior and extending into the thumb and index finger. She does have tingling into her right thumb and index finger end feels as though her arm fatigues, her pain is aggravated with moving her arm, while improved with nothing¿. On (B)(6) 2009, the patient underwent cervical medial branch radiofrequency neural ablation on right at c3 and c4 medial branches. On (B)(6) 2009, patient was seen for ¿right thyroid enlargement and presented for a second opinion. She is fairly asymptomatic without neck pressure or dysphagia. She has had previous cervical spine surgery and one of her post-op imaging studies noted right thyroid enlargement. This was evaluated by ultrasound which noted a tight thyroid cystic nares with surrounding nodularity and smaller nodules within the right thyroid lobe¿. On (B)(6) 2009 patient was seen for acid reflux. ¿her acid reflux returned about two months ago. She began having sore throat, worsening asthma, more oral and nasal ulcers. She does not have a history of heartburn. She has had some epigastric pain, though. She has some dysphagia to solids. She had neck surgery (B)(6) 2008, and had trouble swallowing after that with untoasted breads, but it eventually cleared up after a few months. It was constant after surgery. Her most recent trouble swallowing is to solids (including breads, chicken, dense fish) and even to pills, and is localized to the base of her neck. Sometimes she will have to cough hard to bring it up if it is stuck¿. On (B)(6) 2009 the patient underwent biopsies of the esophagus. The biopsies ¿showed barrett¿s esophagus.. This was mild and focal. There was no evidence of dysplasia or cancer. Barrett's esophagus is a precancerous change frequently associated with chronic acid reflux. Biopsies also showed candida esophagitis. Biopsies of stomach showed minimal inflammation but no pylori bacteria or precancerous changes¿. On (B)(6) 2009 presented at hospital for ¿ongoing shaking and tremors, worse over the last couple of weeks. The patient was admitted to the hospital in (B)(6) 2007 for syncope thought to be secondary to brady-arrhythmia. Apparently the patient has had problems with shakes and tremors for a couple of years, and over the last month it has been getting progressively worse. Over the last two weeks apparently it is has been constant with intermittent worsening. Apparently she has also been having problems walking over the last 4 to 5 days, and has a problem with urinary incontinence approximately five times the last two months. The patient has been seen for an episode of syncope approximately one month ago, where she fell and some shaking activity was noted with some mild confusion noted for a few minutes. There was a questionable history of seizure in the past¿. On (B)(6) 2010 the patient reported numbness and tingling. On (B)(6) 2011 the patient was seen for follow up: assessment: status post cervical fusion, c4-c7, with good result, now degenerative changes noted at c3-4.